Event description:
A customer observed a negative (non-reactive) ahbc result for a patient samples tested on a vitros eciq analyzer. This result did not agree with results from the patient obtained with alternate hepatitis marker methods. False negative results may lead to inappropriate physician action. The false negative result was reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4). An additional MDR for this event was reported on MDR 9680658-2009-00023.

Manufacturer narrative:
Investigation into this event determined the most likely root cause is the presence of an unknown interferant in the sample. This was determined by evaluation of the values produced by the assay before and after dilution of the sample.